Manufacturer narrative:
Manufacturing site evaluation. The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That an enduro prosthesis (part # unknown) was implanted during a primary procedure performed on an unknown date. According to the complainant, post operatively, the femoral component of the enduro prosthesis failed due to ascetic loosening. The patient underwent a revision surgery on (B)(6) 2022 to fix the issue. The complaint device was not returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).